Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder was microscopically inspected and had a hole at corner of a fold and wear at folds in the middle of the cylinder. The cylinder did not pass the leak test. Momentary squeeze (ms) pump passed the microscopically inspection. The ms pump passed leak test, but did not pass the activation tests. Based on the information available, the hole/leak in cylinder at the corner of a fold from the functional test performed could affect the product performance.